Event description:
The catheter got separated from the connection. This caused a small pneumothorax with no incidence to the pt, but visible by x-ray. No part of the device remained inside the pt. The pt did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this outcome.

Manufacturer narrative:
(B)(4): pneumothorax is not listed in the instructions for use. One hub was returned in a damaged condition. It was separated from the catheter shaft, which was not returned. There was no portion of the catheter shaft remaining in the returned hub. Per specification, 100% inspection of the security of the fitting to the tubing via manual tug is required. The supplier performs a destructive pull test on 1 part per lot. The product is shipped with instructions for use which describes the appropriate warnings, precautions, and placement techniques. We are unable at this time to determine what led to this separation, however, it is possible that the catheter was exposed to forces above what would be expected under typical circumstances. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The addition of this complaint will not change the conclusion of quality engineering risk assessment, that no further mitigating action is necessary at this time.